Manufacturer narrative:
The device was returned for evaluation. The results of the investigation report reflects the CAPA. Conclusions: CAPA (B)(4) was assigned to perform a depth evaluation. Complaints of this type will continued to be monitored via periodic reviews to evaluate any potential trends. If additional information is received a follow-up report will be submitted.

Event description:
The event is reported as: the trigger was harder to depress than usual. The event caused no harm to the patient. No patient injury reported.